Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that she was having issues connecting transmitter to guardian connect app. She said she uses two different transmitters and alternates between the two. Blood glucose was 360mg/dl at the time of the call. Customer became frustrated at not being able to pair transmitter to the app and ended the call. Helpline could not reach customer when they called back. It is unknown if the inpen was used at the time of the high. It is unknown if customer was using or having issues with communication between the guardian connect app and the transmitter at the time of the high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between transmitter and mobile device. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia treated with ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) css7200, mmt-105nnblna, mmt-7821lna. Customer reported high bgs.reported issue resolved, no escalation required no further patient complications were reported. No product return is required for css7200. No product return is required for mmt-105nnblna. No product return is required for mmt-7821lna.